Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was running low at 45 mg/dl. The customer had hyperglycemia. The customer's blood glucose level was 84 mg/dl and she ate peanut butter. When she went into her room to sit down, she passed out. Her hands were shaking and had a small glass of soda. Two hours later her blood glucose level was 244 mg/dl. The device was not returned.